Event description:
It was reported that the patient presented with high lead impedance. The device was noted to be disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.